Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the monitor would not calibrate. The device was returned to the MFR for evaluation. During laboratory evaluation, drifting potassium values were reported. There was no patient involvement.

Manufacturer narrative:
Complaint was confirmed through laboratory analysis. A constant light emitting diode (led) was lit on the potassium channel. The monitor was placed in operate mode for one hour and 14 minutes. In-vivo k+ (potassium) value was set at 7.3 the k+ dropped dramatically due to the bpm. This may lead to inaccurate readings if the unit cold pass calibration. The product was sent to service to be brought to manufacturer's specifications before being returned to the customer. No additional action will be taken at this time.